Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. A new cartridge was loaded to try and resolve the issue; however, the issue persisted. Customer will continue to use current pump for insulin therapy.